Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer states: right after the patient was intubated, it was difficult to supply air to the cuff. It was reported, post procedure the cuff was not deflated completely but removed from the patient. Customer could not confirm if issue was found during pre-test. There was no patient harm wit this event. Recannulation of a replacement tube required? No.